Manufacturer narrative:
Investigation results: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the prn leakage cannot be determined. The plant will continue to monitor and track such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the insertion of an intravenous catheter for the patient, medication leaked from the heparin cap. After replacing the heparin cap, no fluid leaked.